Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG is not getting detected while connected. There was no reported patient involvement.